Event description:
It was reported that a patient underwent an unknown procedure on (b)(6) 2026 and suture was used. Breakage Suture & Suture drawn . This case is from health authority. During the surgery, the suture broke and the suture was drawn, so it was replaced. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product Complaint # (b)(4).Date Sent to the FDA: 7/23/2026.This report is being submitted pursuant to the provisions of 21 CFR, Part 803, Part 4 Subpart B. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Ethicon, or its employees that the report constitutes an admission that the product, Ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, the following was obtained: Did this issue contribute to any patient adverse event?--Please refer to the event description, other information requested is unknown. What do you mean by "suture was drawn"--suture was split and fraying.To date the device has not been returned. If the device or further details are received at a later date a Supplemental Medwatch will be sent.